Manufacturer narrative:
As reported, an expired xenmatrix surgical graft was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. To date, this is the only reported complaint for this manufacturing lot. Not returned - remains implanted.

Event description:
As reported on (B)(6) 2022 while performing the complex abdominal wall repair, a xenmatrix surgical graft was implanted with a labeled expiration date of (B)(6) 2022. As reported, there was no additional medical or surgical intervention performed. The sterile packaging was intact prior to use. There was no reported patient injury, the device remains implanted.